Event description:
On (B)(6) 2013, it was reported during a sales management meeting on (B)(6) 2013, that a surgeon had a case where a 20 mm, 2.7 mm cortex screw (part no. 202.880) measured approximately 1.0 mm long against the measurement tool which was incorporated into the screw rack lid (part no. 60.119.033). The actual length of the cortex screw was questioned in the operating room. It was checked against a set available on (B)(6) 2013. The issue was reproduced so it appeared that this was not a packaging issue; it appeared that the different screw heads have an impact on the accuracy of the measurement. The case was completed without incident. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials provided. Placeholder.